Manufacturer narrative:
The doctor's office reported that because of the increased sensitivity experienced by patients who were treated with tempbond clear, the temporaries that were placed had to be removed and remade. It was also reported that antibiotics and painkillers were prescribed in order to treat the sensitivity. The actual lots involved in the incident were not returned to kerr corporation for evaluation. Retain samples were visually inspected and found to be within product specifications. Tempbond contains acrylate resins which could lead to a rare occurrence of sensitivity. The directions for use includes a caution regarding acrylate resins.

Event description:
In 2009, a doctor alleged that tempbond clear temporary cement caused increased sensitivity in patients. This is the second of two incidents.